Event description:
Hip replacement performed five and a half years ago, selected hardware depuy - full metal. Patient complained regarding rhythmic popping and instability and belief that hardware is faulty. Patient complaint states subsequent knee pain believed related to hip instability. Physician performed hip aspiration at 1 year mark and noted metal shavings. Product has been used for over 10 years with a good record.manufacturer requested xrays of hip implantation and provided. ====================== health professional's impression======================unknown====================== manufacturer response for acetabular cup, pinnacle sector ii======================manufacturer evaluating ref# and lot# for device history.====================== manufacturer response for metal on metal femoral head, articul/eze m======================manufacturer evaluation ref# and lot# for history.====================== manufacturer response for cancellous bone screw, pinnacle======================manufacturer evaluating ref# and lot# for history====================== manufacturer response for tapered hip stem w/porocoat, summit======================manufacturer evaluating ref# and lot# for history.